Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2015 at 6:00am. The patient stated that 1 hour prior to attempting to test with the subject meter, he developed symptoms of ¿upset stomach and twitches¿. In response to the symptoms, the patient claimed he took action of consuming less food and drink between 6:00am and 8:00am and that he treated himself with 40 units of insulin at 8:00am. The patient denied using any other device to test his blood glucose. At the time of troubleshooting, the csr noted the patient was a first time user of the lfs product. The csr documented that the correct strips were being used for testing and that the correct testing process was being followed. The csr noted the patient did not have testing supplies available to test the meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to this serious injury. The patient had become symptomatic prior to the alleged meter issue. However, this complaint is being reported as a malfunction because the alleged meter issue was not resolved during troubleshooting.